Manufacturer narrative:
It was reported that the patient has a stiff knee. Surgery is planned to perform a capsular release and to exchange the poly inserts. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the patient has a stiff knee. Surgery is planned to perform a capsular release and to exchange the poly inserts.

Manufacturer narrative:
It was originally reported that the patient had a stiff knee. Revision surgery to perform a capsular release and to exchange the poly inserts occurred. Following revision surgery, it was reported that the patient's stiff knee was caused by infection. Review of the device history record indicates that the device was manufactured to specification. All sterilization requirements were met.

Event description:
It was originally reported that the patient had a stiff knee. Revision surgery to perform a capsular release and to exchange the poly inserts occurred. Following revision surgery, it was reported that the patient's stiff knee was caused by infection.